Event description:
The customer stated a patient generated an initial ca 125 ii result of 35.7 u/ml on the architect i2000 analyzer. The sample was retested yielding a value of 16.3 u/ml. No impact to patient management was reported.

Manufacturer narrative:
(B) (4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4) erratic ca 125 ii results. Based on the available information, no product deficiency was determined. The reaction graphs for the sample in question were reviewed and revealed a significant variance in the amplitude of the chemical reaction between the initial and repeat results. The variance in the amplitude of the chemical reaction was an indication there was an issue with the cmia optics reader. The complaint issue was resolved by the replacement of the cmia optics reader. A review of the complaint history for architect isystem (B)(4) over the period of time of (B)(6) 2008 through (B)(6) 2009, was performed and found no trends related to this issue. No additional incidents have been documented since the component replacement of the cmia optics reader. The architect system operations manual provides adequate information about troubleshooting for erratic results, operational precautions, and limitations.